Event description:
A peritoneal dialysis patient reported that while she was in treatment, she noticed fluid leaking from under the cassette door. There is no report of patient ill effect. There is no sample available for evaluation.